Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The brakes were cleaned, and adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the rotational lock on the 9800 system would not hold and had poor image quality in mag mode. No patient injury was reported.